Manufacturer narrative:
The review of device history records of the involved lot number 1707533 did not highlight any pre-existing anomalies on the pieces manufactured. This is the first and only complaint received regarding this lot number. A final report will be submitted after the investigation is completed.

Event description:
Revision surgery performed on (B)(6) 2026 due to loosening of the femoral revision mod. Stem ø18mm (product code: 3814.15.010, lot: 1707533 - ster: 2200224). During revision the stem with revision later. Neck h.60mm (product code: 7515.15.110, lot: 2202563 - ster: 2200085) were explanted. Cemented stem was implanted. Patient: female, 82 years old. Previous surgery was performed on (B)(6) 2023. Event occurred in italy.